Manufacturer narrative:
The tech replaced the ac power cord plug to repair the bed.

Event description:
While performing a preventive maintenance check, the technician found the ground resistance was high on the bed.